Event description:
The reporter contacted animas to report that there was a delayed response with the insulin pump when pressing the keypad buttons. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all keypad buttons were intermittently responsive; more force and multiple button presses were required on the keypad in order to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.